Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during an implant procedure, this pacemaker was connected to the leads and exhibited oversensing of noise on both the right atrial (ra) and right ventricular (rv) channels. The ra and rv leads did not exhibit noise when tested with a pacing system analyzer. The pacemaker was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.